Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, that the motor was not running because the board was bad. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
This complaint was confirmed. The field service representative (fsr) found an open connection on the printed circuit board (pcb). Replacement of the board allowed the unit to function to manufacturer's specifications. Additional investigation of the returned unit found a broken solder connection on the p106 pin 12. Measurement of the trace to the pin with an ohm meter found that the connection was open. No additional action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.